Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the two drill bits were broken during drilling through a guide wire. Some broken pieces were left in the patient¿s body. Removal surgery of remained broken piece will be scheduled depending on the patient¿s further condition. There was 60 minutes delay in the surgery and no patient harm was reported. This report is for an unknown guide wire. This is report 3 of 3 for (B)(4).